Event description:
Major pump unit(s) involved: blood pump.additional text: thoratec pvad.specific component(s) involved: other component malfunction.other component: broken hall sensor.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : pt placed in fixed mode.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump.